Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right atrial lead failed to capture and failed to sense. Repeated attempts were performed to verify an appropriate location, however, was unsuccessful. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: serial number should have been (B)(6).

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.